Event description:
The customer reported that the ventilator remote alarm connector was damaged, and the facility remote alarm would not activate when the audible alarm activated on the ventilator. The ventilator was in use on a patient and the customer reported there was no patient harm. The manufacturer's service technician verified the reported problem during testing. The service technician replaced the main board (pcb) to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.